Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. It was reported that a bright red streak of blood was seen on the outside of the membrane, and was ¿pulling into the red hansen¿. Additional information was obtained through follow-up with the facility¿s clinical manager (cm). The cm stated the blood leak occurred approximately forty minutes into hd treatment. The blood leak was reported to be internal. The cm said the machine, a fresenius 2008t machine, did not alarm with a blood leak alert. However, the cm said the machine did not alarm because the blood leak was caught before blood reached the blood leak detector. The dialysate fluid outside of the fiber bundle was clear and did not appear to have blood in it. The cm said that a small spot of blood was noticed on the fiber bundle, approximately a quarter to half an inch from the top of the device. The blood spot did not appear consistent with the rest of the fiber bundle's appearance. The dialysate was tested with a blood test strip, and it tested positive for blood. There was no physical damage noted on the dialyzer, and it was confirmed the device was not dropped prior to use. Fresenius bloodlines were also being used for the treatment. The treatment was stopped, and the patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The original machine was removed from service for evaluation. The cm said the machine passed all testing and was confirmed to be working correctly. The blood leak detector did not require a calibration or replacement, but the biomed decided to recalibrate it as a precaution. Afterwards, the machine was returned to service. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. It was reported that a bright red streak of blood was seen on the outside of the membrane, and was ¿pulling into the red hansen¿. Additional information was obtained through follow-up with the facility¿s clinical manager (cm). The cm stated the blood leak occurred approximately forty minutes into hd treatment. The blood leak was reported to be internal. The cm said the machine, a fresenius 2008t machine, did not alarm with a blood leak alert. However, the cm said the machine did not alarm because the blood leak was caught before blood reached the blood leak detector. The dialysate fluid outside of the fiber bundle was clear and did not appear to have blood in it. The cm said that a small spot of blood was noticed on the fiber bundle, approximately a quarter to half an inch from the top of the device. The blood spot did not appear consistent with the rest of the fiber bundle's appearance. The dialysate was tested with a blood test strip, and it tested positive for blood. There was no physical damage noted on the dialyzer, and it was confirmed the device was not dropped prior to use. Fresenius bloodlines were also being used for the treatment. The treatment was stopped, and the patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The original machine was removed from service for evaluation. The cm said the machine passed all testing and was confirmed to be working correctly. The blood leak detector did not require a calibration or replacement, but the biomed decided to recalibrate it as a precaution. Afterwards, the machine was returned to service. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.